Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stylet being too short and the tip of the groshong catheter being too soft, causing insertion difficulties, is inconclusive due to poor sample condition. The device returned was one groshong PICC with indwelling flushing stylet. Visual observation found the device to be kinked at three points in the stylet. The catheter was pushed all the way up onto the flushing hub cannula, which is not compliant with manufacturing instructions. The stylet from hub to distal end did measure within specification, straightening the kinks out as well as possible. The catheter, however, measured slightly out of specification, possibly due to stretching occurring during use. The specification of distance between the stylet tip and the groshong valve would in this case depend on where the catheter proximal tip was placed on the cannula during manufacture. However, the catheter position appears to have been adjusted during the procedure and the catheter may have been stretched; the manufactured state of the device is uncertain, and the complaint is therefore inconclusive. A lot history review (lhr) of rebp0621 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the guidewire was not long enough and the tip was too soft, leading to failed catheter delivery. No reported patient injury.